Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) had intermittent autofills. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h4, h6(type of investigation , component codes, investigation conclusions), h11 corrected field: d4(unique identifier (UDI) #) a getinge field service engineer (fse) verified the issue and found pressure connector broken from output of compressor. Fse replaced drive manifold as a precautionary. Did not have tubing assembly so used the connector from grey stock. Refer to so 44711284 for measurement details and safety tests. All tests pass. Returned to customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: asco drive manifold assy and tubing assy. Vacuum. These parts were received with a reported unit failure message of intermittent autofill and broken tubing assy, vacuum white. Performed visual inspection of drive manifold and tubing assy. Vacuum and found tubing assy. Vacuum white was broken, drive manifold looks to be in good condition for investigation with cardiosave test fixture. Please see attached picture of broken tubing assy. Vacuum white. The failure analysis and testing department verified the failure message of broken tubing assy. Vacuum white. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Installed drive manifold assy. Into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department performed all manifold tests and pumped the unit and did not observe autofill failure.the fat dept. Could not verify the failure message of intermittent autofill failure. Drive manifold assy. Passed testing. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. Retaining tubing assy. Vacuum white in the fat dept. Per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d8, h6 medical device ¿ problem code. Additional poc: (B)(6).

Event description:
N/a.